Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that after the implantation the patient had symptoms like "electrical stimulus" when close to a magnetic field (e.g. Mobile phone). The doctor tried to change polarity, mode, and output but there were always the same symptoms. The device and right ventricular lead were explanted and replaced. It was noted that after these changes the patient had no symptoms anymore. No patient complications have been reported as a result of this event.